Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No irregularities were found during the device history record review.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The handle and shaft had broken in two. The cutter corresponds to the drawings and processes at the time of manufacture. Too much force was applied to the handle causing it to break or the handle broke due to normal wear and tear.

Event description:
It is reported that on (B)(6) 2013, during an orif procedure of the distal tibia, the 6mm periosteal elevator broke into two pieces as surgeon was lifting the tissue off the bone. All broken pieces were retrieved. No fragments remain implanted. The surgeon used another instrument from a different set, and completed the procedure with no further problems. Patient is reportedly recovering well. This is 1 of 1 reports for this event.